Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, the active insulin did not reflect on the pump but when check the history it was registered on the pump, the customer reported a blood glucose value of 462 mg/dl and a current blood glucose value of 302 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-1884, mmt-378a, mmt-332a, and mmt-7040a. Troubleshooting was partially performed. Customer was no longer confident to use the pump because customer might double bolus if it was not visible on the active insulin on the pump. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. Product return requested for mmt-1884 and the customer agreed to return the device. No product return is required for mmt-378a. No product return is required for mmt-332a. No product return is required for mmt-7040a. The customer will discontinue using the device mmt-1884.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm or motor error alarm noted during testing. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (23.4mv). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no physical damage on the pump case noted. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. No current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.